Event description:
(B) (4). It was reported that following a drug-eluting stenting treatment procedure a fundal hemorrhage occurred. During (B) (6) 2009 patient was enrolled in the study and an unknown size taxus liberte stent was implanted at an unknown location. It was reported that a fundal hemorrhage was confirmed. The cause of the hemorrhage is not known. Patients dosage of plavix was changed from 75mg/day to 50mg/day in (B) (6) 2009. At 6 month follow up the patient had no anginal symptoms.

Manufacturer narrative:
Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site could not perform a technical analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).